Event description:
The clinician reports, that the implant was inserted (B)(6) 2014 in ada 18 of the patient's mouth. Details of surgery are reported as follows: implant surface was not completely covered with bone. On (B)(6) 2019, fracture of the implant was verified. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: pain, mobility, swelling and abscess. No further patient complications were reported.